Manufacturer narrative:
Serial number, exp. Date, UDI: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter, into the patient's right (od) eye. The surgeon reports refractive surprise and blurry vision. The lens remains implanted and the cause of the event is reported as unknown. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim#: (B)(4).